Manufacturer narrative:
The reported event of premature battery depletion was not confirmed by analysis. Sensing, pacing, pli, hvli, hv charging, hv delivery and hv shock impedance testing was performed on the device, and no sources of high current were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output and patient notifier was tested and no anomaly was detected. Adc testing was performed and no anomalies were detected. The cause of the discrepancy in the programmer¿s estimation of remaining longevity, near eri, was not determined.

Event description:
Related to manufacturer report number: 2938836-2018-03776. During follow-up, the device was at eri due to premature battery depletion. The issue was resolved by explanting and replacing the device. The patient was in stable condition and experienced no adverse health consequences.